Event description:
The customer reported non-reproducible, false positive troponin I (accutni) patient results involving unicel dxc 600i synchron access clinical system. The customer stated there were approximately four occurrences of non-reproducible, false positive results. The false positive results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory.